Event description:
The device defibrillator was used to cardiovert a potential life threatening arrhythmia. The device operator stated the following: because of the patients physical size and the anatomical make up of his chest the defibrillator patches were placed in such a way that there was apparently a void created in the anterior chest patch. The patients condition warranted repeated cardioversion at fairly low energy levels. This repeated use of the defibrillator and the apparent void under the patch caused significant arcing and subsequently a large burn across the chest area where the patch had been placed.